Event description:
As the surgeon introduced the device into the patient, the scope retainer band broke. There was no injury to the patient and the procedure was successfully completed using a second device.

Manufacturer narrative:
Although there was no indication of an injury to the patient or a manufacturing process issue, this failure mode is now being reported due to previously establishing that if this malfunction were to reoccur, a serious injury may occur.